Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient was at school and texted their parent that the sensor failed. The patient passed out at school at about 3:40pm due to low blood sugar. The school trainer and school secretary called an ambulance. There was no treatment provided to the patient at school. When paramedics arrived, they did not check the patient's bg. It was reported that when they arrived, the patient's blood sugar was back to normal range. The reporter could not recall the patient's blood glucose value. At the time of the report, the patient was in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.